Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2017, a 21mm trifecta gt valve was implanted in a patient who had anomalous aortic origin; two coronary arteries are located at the position of the right coronary cusp. Additionally, the annulus diameter was 17mm and the sinotublar junction (stj) was 21mm. Due to the shape of the coronary arteries, it was necessary to shift the position of the trifecta gt valve by 60 degrees. On an unknown date, the patient experienced chest pain. On (B)(6) 2021, the trifecta gt valve was explanted due to regurgitation. Upon explant, a large tear was confirmed at the non coronary cusp (ncc) and tears from the commissure of the left coronary cusp (lcc) and the right coronary cusp (rcc) leaded to the right and left sides were observed. A non-abbott valve was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Additional information sections: d9, h3, h6, h10. Explant was reported due to regurgitation. The investigation found that all three leaflets were torn. Stent post 2 was bent outward. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did not demonstrate loss of collagen at the tear site. An outward bent stent post may result in a localized increase in leaflet stress which may potentially contribute to the observed non-calcific leaflet tear, but it cannot be conclusively determined whether the observed stent deformation occurred before or after valve explant. The root cause of the reported event could not be conclusively determined, however information from the field indicated that the patient had an anomalous origin and that at implant the valve seemed to be very tight. A narrow aortic sinus may increase the interaction between the aortic wall and stent posts and has the potential to result in abrasion of the leaflet tissue along the stent post. The interaction between the stent posts and the aortic wall has the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, which in this case may have led to the observed leaflet tears and reduced durability.